Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the complaint device was received and evaluated at service center. The complaint reported by the customer that the motor was jammed couldn't be confirmed. However, on inspecting the device, further deficiencies were found to be impairing device function. It was found that there was intermittent short circuit in the motor cable. Then motor cable was replaced. The complaint device was cleaned, repaired and tested for functionality. Since the reported condition is not confirmed,the root cause for the reported failure cannot be determined. Given the information provided we cannot discern a definitive root cause for the short circuit in the cable. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 08/27/2018 and passed all functional testing before being returned to the customer. At this time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: the service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 08/27/2018 and passed all functional testing before being returned to the customer.

Event description:
It was reported by the affiliate in (B)(6) that the micro tornado handpiece with hand controls did not turn as the motor was jammed. There was patient involvement but no impact on the patient. The issue was found post-operatively. The outcome of the event was the procedure had been completed with no surgical delay. During in-house engineering evaluation, it was determined that there was intermittent short circuit in the motor cable on the device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown but was noted to have occurred on 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.